Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported defective device was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that a definitive cause for the reported defective device could not be determined; however, potential factors that could contribute to a defective device include, but are not limited to, poor visibility/radiopacity, incorrect size selection, inaccurate stent placement or stent uniformity. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
Subsequent to the initially filed report, returned device analysis identified that the stent was the correct length. The account confirmed the correct device was received. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery with mild calcification. A 3.0x15 mm nc trek balloon dilatation catheter (bdc) was used for pre-dilatation and the 3.0x18 mm xience skypoint stent delivery system (sds) was advanced to the lesion. At this time it was observed via angiography that the stent was smaller than the nc trek balloon. A 3.0x23mm xience skypoint stent was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.